Event description:
It was reported during a total knee arthroplasty procedure, it was observed that the robotic-assisted solution satellite station device, had an issue with the posterior chamfer cut. It was reported that they had to recut the chamfer cut with a cut block and everything was fine after the cut. It was reported that the device was being used with a robotic assisted base station. It was reported that there were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. The actual device was not returned for evaluation. However, a review of the system logs indicated that there was no defect found with the device and the system passed all checks. The assignable root cause could not be determined.